Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No scroll bars moving up noted. Unit passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.